Manufacturer narrative:
UDI: (B)(4), lot unknown. A complaint investigation will not be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
It was reported that a patient, who was originally implanted expedium 5.5 titanium polyaxial screws x 6 and rods on an unknown date was revised on (B)(6) 2017, when follow-up x-rays (taken during an office visit with doctor) revealed that the rods had come out of the screw head. The patient was noted to have a delayed fusion at that specific level. As it was unclear if the rods were too short or the screw poly heads malfunctioned the surgeon replaced two of the screw and revised two rods. It was further explained that the two screws (part number 179712755) were replaced with a larger diameter screw (part number 179712050 x 2). Four of the originally implanted screws were left in the patient. Two rods were revised and all set screws for the rods were replaced as a precaution as they were already torqued down. One of the originally implanted 65mm rods was discarded and replaced with a 75mm rod that was originally implanted on the other side. Another originally implanted 75mm rod was replaced with a new 85mm rod. Due to the delayed fusion, additional bone product was implanted as well during the revision surgery. There were reportedly no intraoperative events, no surgical delays and no additional medical intervention outside of the planned device removal. All devices were removed intact. No unanticipated x-rays were taken during the procedure. This complaint involves four (4) devices.